Event description:
This lead was explanted and replaced due to increasing thresholds that could not be programmed around without diaphragmatic stimulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. Further inspection revealed a rubbed through pur-sealing of the lead body which was caused most likely due to friction between the lead body and the generator housing. The insulation was intact in these areas. Cuttings in the insulation were found which resulted most likely from the explantation procedure. The values measured during the electrical analysis of the lead proved to be within the technical specifications. During further analysis, no deviations were noted which might be related to the high threshold measurement mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.